Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 77-year-old male patient with a past medical history of a coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was red urine noted in the foley bag. The following day, the family withdrew care, and the patient expired on support. The impella functioned at p-8 at 3.5l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
The family withdrew care consequently, I was unable to attain the impella in question. Also, to have a definitive medical diagnosis of hemolysis the two required labs were not drawn to confirm diagnosis. Hence, I am only able to report "red urine in the foley bag".